Event description:
It was reported that the right ventricular (rv) lead triggered an alert for rv and superior vena cava (svc) coil impedance changes. A review of the data file showed increased and intermittent rv coil impedance. The lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv defib active can and rv defib to superior vena cava (svc) defib impedances rising from ~40 ohms to a max of 120 ohms between (B)(4) 2013 and (B)(4) 2014. Daily impedance measurements are unstable. Out of tolerance subthreshold lead impedance alert on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.